Event description:
The customer reported that the subtraction mode was not working properly and there was a loss of cine function. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.